Manufacturer narrative:
(B)(4). No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is mechanical (g04) - drill.

Event description:
It was reported that when the surgeon went to use pfj peg drill to drill peg holes through the jig, the drill fractured. Another drill they had on their shelf that was the same diameter as the one on the pfj tray was used. There was a five minute delay finding a suitable drill. There is no additional information available.